Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension exhibited a leakage less than 12 hours following the bubble sensor installation. The lead extension was changed, and no further leakage was noted. It is unknown if there was patient involvement, no adverse patient effects were reported.